Manufacturer narrative:
Unid rods were implanted (B)(6) 2016. It is unknown when the rods broke. She was last seen in (B)(6) 2017 and the rods were intact at that time. Patient is not experiencing pain. (B)(4). Exemption e2017030.

Event description:
Unid rods were implanted (B)(6) 2016. It is unknown when the rods broke. She was last seen in (B)(6) 2017 and the rods were intact at that time. Patient is not experiencing pain.